Manufacturer narrative:
The pump was received with reservoir tube lip completely broken off, reservoir does not stay locked in. Unit received missing end cap sticker. The pump was received with cracked case at display window corners, case at reservoir tube window corners and reservoir tube window. The pump was received with minor scratches on lcd window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their insulin pump was broken at the reservoir compartment. The customer's blood glucose level at the time of incident was unknown. The customer was advised the pump would be replaced and returned for analysis.